Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative reformatted the hard drive, reloaded the software and communication nodes. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system would not function properly in the cine mode. No patient injury was reported.